Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial flutter with rvr was detected as vt. Atrial undersensing was also noted on the egm and contributed to the misdiagnosis. Programming changes were recommended. Further information notes that the patient was being monitored remotely and had not been seen at this clinic in several years. No further information is available at this time.